Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels due to being kicked out of auto mode for max high or minimum low delivery. The customer declined to troubleshoot for high bg on the pump due to understanding the basal rate was set to zero that was active during incident. Customer's blood glucose value was unknown at the time of the call. Customer reported that the high blood glucose levels began (B)(6) 2018 early morning. After checking basal rates, we assisted the customer with adding the basal rates settings. The product is not expected to be returned for analysis.